Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the procedure was a l3/s1 lami fusion on (B)(6) 2016. When prepping for screw insertion, the scrub nurse attempted to load the pedicle screw onto screwdriver and noted it was not engaging onto screwdriver. When the screw was inspected, it was noted that a small fine shave of threads had come off both the screw and the screwdriver. The screw and driver were put aside and a new screw was loaded. The damaged screw and driver were not used in the patient as it was noted prior to surgeon attempting to insert. The procedure was completed successfully with substitute screws and screwdriver. There was no adverse outcome to patient. No delay to the procedure was reported. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint device is not expected to be returned to the synthes manufacturer for evaluation as it was not received with the other devices associated with this complaint. If the device is returned for evaluation, a follow-up report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 4 for (B)(4).